Event description:
The lay user/patient contacted lifescan (lfs) on august 2, 2007, and alleged that the meter was reading inaccurately high. The patient alleged that he compared his meter to the 3- month average lab test and his meter was reading higher (result unknown). The patient alleged experiencing 3 hypoglycemic events over the past 3 weeks, stating the last event occurred in 2007. He felt shaky, sweaty, weak, and confused. When he has these symptoms, he eats food to bring his blood glucose levels back up. The techniques for cleaning the puncture site and for testing their blood glucose were correct. The patient denied receiving medical attention. This complaint is reported, as the patient alleged that his meter was reading inaccurately high and he reported symptoms of low blood glucose after obtaining the high results.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.